Event description:
We have had multiple 5-0 surgipro needles break while in use or near surgical field. These pieces have been able to be recovered and were not left in patients. Vendor has been engaged for staff training in case this was user error. Continuing to have issue. This has occurred with multiple lot numbers.